Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male with acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage e underwent support with an impella cp device placed via the right femoral artery using a percutaneous approach. During support, the impella was identified to be positioned too deeply, as evidenced by a placement signal showing intermittent ventricular waveforms. Prior to repositioning, the patient¿s urine began to appear red, consistent with potential hemolysis secondary to the deep position. The impella positioning issue was attributed to deep device placement, which was corrected through repositioning with imaging guidance. The event resolved without the need for replacement; however, the patient expired at explant, and no product is expected for return. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.